Event description:
The hospital reported that, during a case, the tidal volume was not as expected. The customer further reported that the anesthesia machine failed the preoperative leak test. There was no reported pt injury.

Manufacturer narrative:
Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed. This malfunction was determined to be reportable as this same malfunction has previously contributed to a serious injury within the last two years. Reference MDR 2112667-2013-00005.